Event description:
It was reported that during an univers revers shoulder prothesis surgery the device broke while drilling. The tip remained inside the patient's bone. There will be no revision surgery. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 -complaint allegation is confirmed. -visual inspection of the distal end flutes of the 3.0 mm drill bit was broken off. The edges of the drill were chipped. -functional testing was not performed due to the damage to the device. Dfu-0023-7 rev 0 - l. Cautions - 2. To avoid damaging the instruments, do not impact or subject to blunt force any instruments that are designed to be turned or screwed in. When two devices are intended to be threaded together, ensure that they are fully engaged prior to use. 3. Do not use arthrex instruments for any purpose other than their intended use. Manipulating soft tissue or bone with an instrument not intended for that use may result in damage to the instrument. E. Inspection and maintenance - 2. Inspect the instruments for damage prior to use and at all stages of handling. 3. Devices with cutting functions or sharp points become dull with continuous use. This condition does not indicate a device defect. This condition indicates normal wear. Dull devices may require replacement, if they no longer perform as designed. Inspection prior to use should include verifying the cutting ability and sharpness of these edges. 4. If damage is detected, do not use the device prior to consulting the manufacturer for guidance. The most likely cause of the reported failure can be attributed to wear and tear damage resulting from repeated prying/leveraging, drilling processes and extended use of the device in the field. However, no evidence of the tip remained inside the patient's bone was received.